Event description:
It was reported that the right atrial (ra) lead had no capture, high and unstable thresholds. It was noted that the ra lead problem was chronic. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Products: 6949 implantable tachy lead 2005 (B)(6); 4076 implantable pacing lead 2010 (B)(6). (B)(4).